Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced palpitations for three days and it was noted the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv pacing settings were reprogrammed and the lead remains in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.